Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. The UDI# is unknown because the part and lot numbers were not provided. Attachment: ¿endovascular removal of a detached supera stent delivery catheter tip in a patient with heavily calcified vessels associated with peripheral artery disease.¿

Manufacturer narrative:
B3, d6: estimated d4: the UDI# is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation determined that the reported difficulties were due to procedural circumstances. Based on the information provided, the tip detachment occurred due to the tip catching on the heavily calcified vessel during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the vessel below the popliteal p3 segment was unable to be adequately pre-dilated due to severe calcification. While deploying the 4x60mm supera stent, the catheter tip moved back and forth. When the device advanced, the tip became stuck on the calcification.

Manufacturer narrative:
Event date estimated. The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
A case report was observed via literature that reported a (B)(6) year old male presented with right lower extremity, heavy stenosis with occlusions and non-healing wounds on the right toes. Following pre-dilatation, a 5x150mm supera stent was implanted from the popliteal artery to the mid-superficial femoral (sfa) artery without reported issues. Follow-up angiography showed restenosis of the supera stent. As treatment, a 4x60mm supera stent was attempted. During stenting, the catheter tip of the supera stent caught onto the heavily calcified vessel and the tip detached from the catheter. Several snare attempts were performed and the detached tip was eventually removed using a guide wire and catheter. The patient's symptoms had improved post-procedure and the patient was discharged 2 weeks later. 16 months later, per imaging, the right femoropopliteal artery had remained patent. No additional information was provided regarding this issue. Details are in the attached article titled ¿endovascular removal of a detached supera stent delivery catheter tip in a patient with heavily calcified vessels associated with peripheral artery disease.¿